Event description:
Event: patient has hip replacement. Freq: inject 1 syringe intra-articularly into the right knee weekly for 3 weeks. Prescriber contact information: (B)(6). Medical history: unilateral primary osteoarthritis, right knee. Allergies: plastic tape; lisinopril tab 20mg; codeine sulf tab 60 mg.